Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. If we later receive the information, we will provide a supplemental report.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock and contacted boston scientific remote monitoring for review. They walked the patient through performing a remote data transmission. Upon review by the physician, it was determined that the shock was inappropriately delivered due to t-wave over-sensing. The clinic is attempting to schedule an in-clinic follow-up appointment with the patient for a system assessment, but this has not yet occurred. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.